Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 307 mg/dl and 80 mg/dl; 61 mg/dl and 185 mg/dl. Low blood glucose symptoms were reported with both comparisons; customer was able to self treat. The comparisons were performed on different dates. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.